Manufacturer narrative:
The inaccurate delivery code 2339 better captures the event then the previously provided code in the initial report.

Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to have been in good physical condition. Analysis found that the reported "fails accuracy" problem was not duplicated. Test results of -4.63%, -5.52%, and -3.11% were all within the published customer spec of +/- 6.0%, outside the internal spec of +/-3.0%. The expulsor will be replaced and recalibrated. It is unknown what caused the reported problem.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was failing accuracy testing by -9%. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.